Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with power error due to j6 connector resistance issue. Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump had a power error detected. The customer¿s blood glucose level was unknown. Customer stated that the power error detected recurred within a week of troubleshoot previous occurrence. The device will be returned for analysis.